Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Dual action refills round head fallen off (device breakage). No adverse event. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender submitted a picture via e-mail on (B)(6) 2018 of 2 oral-b power oral care refills dual action with the round head (bristle disc) fallen off. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.